Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace the module control board. A field service engineer troubleshooted and found no faults on arrival and half height drawers 6.1 & 6.2 so, powered off checked sensors, springs and connections. Replaced module board. No further issues were reported. The system functioned as intended. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure error message which failed to open. The customer reported they were able to get medication from another station, and there was a no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.